Manufacturer narrative:
Device returned was code 504606x, not 504606a as originally reported. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during a coronary angiogram procedure, the avanti sheath started to fall apart while the physician was using it. The device was in the patient's vessel at the time. There has been no adverse impact to the patient reported to date. The procedure was completed with a same, like device. Attempts to gather further information were unsuccessful. A non-sterile mini guide wire was received for analysis inside a plastic bag. Per visual analysis, the mini guide wire was received unraveled/stretched. Neither the catheter sheath introducer nor the other components were received for analysis. Besides the unraveled/ stretched condition observed on mini guide wire, no other anomalies found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer as ¿cardiology vascular access-catheter sheath introducer (csi) - separated-in patient¿ could not be properly evaluated as the catheter sheath introducer was not received for analysis. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the defective device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
It was reported by the customer that during use of the device in a coronary angiogram procedure, it started to fall apart while in physician was using it. The device was in the patient's vessel at the time. Procedure was completed with a same/like device. There has been no adverse impact to the patient reported to date. One device will be returned.

Manufacturer narrative:
The device was received stretched. Analysis of the device is pending and will be submitted within 30 days upon receipt.